Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient a loss of therapy. The patient stated she didn¿t know what the heck was going on, but her patient programmer wasn¿t working because it wouldn¿t let her increase her stimulation. The patient stated she had increased stimulation 3 times in the last 3 days prior to the call because if she coughed them ¿pthshhh! There out it goes!¿. The patient synced with patient programmer and the patient programmer showed stimulation was off. The patient turned therapy back on and the patient increased from 1.6 to 1.7. It was reviewed that if the ins was off the patient would be able to increase. The patient confirmed she was seeing the ¿turn ins on¿ screen when she tried to increase previously. The patient stated she was experiencing the same problem of not being able to increase when the ins was on. The patient stated she would follow up with the healthcare professional (hcp) if increasing stimulation didn¿t improve her symptoms. The patient noted once she got it to the setting she need it to be at, she was good. The patient noted that sometimes she could go 2-3 weeks and be fine and other times it started back up and she know it was time for another little increase in stimulation. The patient noted she had a return of symptoms on (B)(6) and the patient programmer wouldn¿t let her increase stimulation starting on (B)(6). There were no further complications that have been reported as a result of this event.